Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the machine was unable to switch on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a blown fuse in the front panel while checking with the customer and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the gpdu front panel fuse was repeatedly failing. The fse replaced the fuse and observed the system for several hours and found it to be working with limited functionality. To resolve the issue, fse replaced the fan unit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.